Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue, when switching on the light source, sparking sounds keep coming on and the equipment shifts to the spare lamp. E103 error code was found displaying on the monitor. Additionally, the high intensity mode is not functioning, and there is dust/debris inside the device. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsi) was informed that the customer evis exera iii xenon light source was returned for service/repair for a reported ¿when switched on the lamp makes a sound (tik-tik) and it takes time to turn on¿. The event was found during an unspecified event. Upon inspecting and testing, an e103 error code displayed on the monitor. This report is being submitted to capture the e103 error. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that a faulty xenon lamp may have caused the phenomenon of ¿error code e103¿ but the cause of the fault could not be identified. The clv-190 instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[important information: please read before use]. Avoid using the light source in a dusty environment. This may damage the light source.¿ olympus will continue to monitor field performance for this device.